Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray was analyzed. Visual inspection, no issues were found that are related to the reported issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles no error, once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the system faulted and shut down four times. The customer was able to clear the error by rebooting the system, but the error would return and the system would shut down shortly after. The intuitive tech support engineer (tse) confirmed error 86 occurred against the vision side cart (vsc). The tse advised that a system board would need to be replaced to resolve the error. The customer elected to convert to laparoscopic surgery to complete the case. There were no reports of patient injury.